Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display on the insulin pump is blank. It was stated that the insulin pump is turning off and alarming battery out limit. The battery indicator fluctuates between 4 and 2 bars. Blood glucose value is unknown. Battery cap was being replaced. Nothing further reported.